Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd hypoint¿ needle had incorrect label information. This occurred on 125 occasions before use. The following information was provided by the initial reporter: the code on the specification and shipper label does not match code on the component.

Event description:
It was reported that bd hypoint¿ needle had incorrect label information. This occurred on 125 occasions before use. The following information was provided by the initial reporter: the code on the specification and shipper label does not match code on the component.

Manufacturer narrative:
Investigation summary: based on the returned photo, a digit "5" was observed after the catalog number 300253 on the lid label. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: based on the graphic drawing (ws101049 rev04) for catalog 300253, the lid label information prints according to the drawing. Hence, the product is within specification.